Event description:
On 1/5/90, rptr had bilateral breast reconstruction by submuscular placement of breast implants using these implants. On 4/30/90, breast implants were exchanged and scar revision done with zplasty on both breasts. Problems noted/suspected: head, neck, shoulder pain, osteoarthritis, right breast flattening, possible implant leakage; implant migration (under arm), increased temperature, degenerative joint disease in spine and knee, hand numbness, adhesive capsulitis right shoulder, hernia, fatigue, weight gain and loss, flu, bursitis, irritable colon, kidney infections, leg and back pain, sores in mouth, joint swelling/pain/stiffness in ankles and feet, hardening of skin around implant, muscle fatigue, swelling of fingers and hands, skin rashes, breast tenderness, general aching and stiffness, swollen glands and hair loss, coldness and pain of extremities, implant wrinkling/rippling, discolored nipples, depression and high blood pressure. (Also see mw1000983.)